Event description:
It was reported that "when adding oxygen flow via the nasal cannula the etco2 waveform disappear." No patient harm, desaturation, or injury occurred.

Manufacturer narrative:
(B)(4). The sample was returned for investigation. A visual exam was performed on the returned device and it was observed that the device was assembled correctly. Functional testing was also performed and no issues were encountered. A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn# (B)(4) the actual sample was not returned; however, the customer provided photos for evaluation. Based on the evaluation of the photos provided the complaint could not be confirmed. The device history record of lot number 74d2300709 was reviewed, and no issues or discrepancies were found which could potentially be related to this complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. The DHR shows that the product was assembled and inspected according to specifications. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "when adding oxygen flow via the nasal cannula the etco2 waveform disappear." No patient harm, desaturation, or injury occurred.

Manufacturer narrative:
Qn# (B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "when adding oxygen flow via the nasal cannula the etco2 waveform disappear." No patient harm, desaturation, or injury occurred.